Event description:
It was reported that a pump issued an altitude alarm. The customer¿s blood glucose level at the time of the event was 126 mg/dl, which is within the normal range, so there was no adverse impact. Technical support instructed the customer to remove an obstruction from the speaker holes, clean the area, and reconnect the cartridge. After these actions, the pump resumed normal operation and the alarm did not recur. Technical support also offered tips for preventing altitude alarms in the future.